Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no new appearance/functional abnormality. Based on the results of the investigation, a probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "handling and general precautions caution - do not round the camera cable smaller than 20 cm in diameter. There is a possibility of damage. - when rounding the camera cable, be careful not to twist the cable. There is a possibility of damage. One method of winding the cable that does not cause twisting is to overlap the loops of the cable by alternating the top and bottom of the overlapping loops. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head cable had a cut. There were no reports of patient harm.